Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root causeis attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the tip of the catheter detached within the patient. It is unknown as to what medical procedure was being performed in the or at the time. The device was introduced into the patients' anatomy. The foreign body remained on the guide wire after detachment and was successfully removed along with the guide wire. The event did not necessitate medical or surgical intervention.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.